Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 30-mar-2023. H6: investigation summary one photo and one sample were received and investigated by our quality team. The male luer was broken upon receipt and the customer's complaint has been verified. The broken portion was analyzed under high power digital microscope and the production facility was notified of the failure. After a thorough investigation, the root cause of this break cannot be determined. The manufacturer has ensured that this did not occur as a result of production deficiencies. A device history record review was conducted for model 2420-0007 lot numbers: 22095004, 22095178, and 22095298. There were no reported issues or quality alerts with the sets during production.

Event description:
It was reported that the end of the bd alaris¿ pump module smartsite¿ infusion set lumen broke off inside the needless connector when disconnecting the IV to flush it. The following information was provided by the initial reporter: "during my 0400 assessment of my patients right triple lumen ij, I disconnected my IV tubing to flush the brown lumen & the end of the IV tubing broke off inside the needless connector... Was flushing line at 0400 assessment and very tip of connector broke off in the clave connecter on the central line. The clave was changed, IV tubing changed. IV tubing was hung at 0130 on 1/7 due to change 1/11 0130."

Manufacturer narrative:
H6: investigation summary: one photo was received from the customer which verified the complaint of leakage. The photo alone is not enough information to determine the root cause of this failure and the root cause remains unknown. The manufacturer has been made aware of this issue. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported that the end of the bd alaris¿ pump module smartsite¿ infusion set lumen broke off inside the needless connector when disconnecting the IV to flush it. The following information was provided by the initial reporter: "during my 0400 assessment of my patients right triple lumen ij, I disconnected my IV tubing to flush the brown lumen & the end of the IV tubing broke off inside the needless connector... Was flushing line at 0400 assessment and very tip of connector broke off in the clave connecter on the central line. The clave was changed, IV tubing changed. IV tubing was hung at 0130 on (B)(6) due to change (B)(6) 0130."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the end of the bd alaris¿ pump module smartsite¿ infusion set lumen broke off inside the needless connector when disconnecting the IV to flush it. The following information was provided by the initial reporter: "during my 0400 assessment of my patients right triple lumen ij, I disconnected my IV tubing to flush the brown lumen & the end of the IV tubing broke off inside the needless connector. Was flushing line at 0400 assessment and very tip of connector broke off in the clave connecter on the central line. The clave was changed, IV tubing changed. IV tubing was hung at 0130 on (B)(6) due to change (B)(6) 0130."